Event description:
Patient was prepped and draped to have a dialysis catheter installed on right upper neck. Sterile towels were draped around incisional area. While doctor was trying to advance dialysis catheter over wire he encountered difficulty and the catheter was unable to make a smooth transition. It was noted there was a string wrapped around the catheter preventing the catheter to be advanced. String was a lose thread from the sterile towel. The thread had to be removed from around the catheter and before the catheter could be installed and placed successfully. Manufacturer response for sterile disposable towel, sterile disposable towel (per site reporter). They are to make their investigation a priority.